Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11. 3 previously reported events are included in this follow-up record. Product return status 1 device was received. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. - 3 events had patient involvement; no patient impact.

Event description:
This report summarizes 1 malfunction event in which the device or cutting accessory fractured. 1 event had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h1, h6, h11. 3 events were previously reported during the reporting quarter: however, 2 events were reported in error. 1 previously reported event is included in this follow-up record. Product return status: 1 device was received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 device investigation types have not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device or cutting accessory fractured. 1 event had no patient involvement: no patient impact. 2 events had patient involvement: no patient impact.